Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5 cm diameter abdominal aortic aneurysm. The proximal neck was 20 mm in diameter at the renals, 25mm at the top of the aneurysm, and 26 mm in length. The left common iliac artery was 12 mm in diameter and the right common iliac artery was 17 mm in diameter. The right external iliac artery measured 8.7 mm in diameter and the left external iliac artery measured 7.7 mm in diameter. The neck angle was 30 degree. The patient¿s aortic neck was reverse tapered. During the index procedure, in addition to the endurant devices implanted, other manufacturer¿s graft was implanted on the inside of aneurysm using a 5fr sized sheath to prevent thrombosis. It was reported that after completion of the index procedure, a small proximal type I endoleak was observed however, the physician believes the endoleak will self-resolve. The physician believes the cause of the endoleak was due to the patient¿s anatomy of a reverse tapered aortic neck. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).